Event description:
It was reported by the aci clinical specialist that a male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f terumo sheath. There was no sheath exchange and it was a single stick access. A pre-procedure femoral angiogram showed the vessel size approximately to be 7mm. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was reported that the device was inserted into the sheath and the balloon was inflated until the black marker was fully visible on the inflation indicator. The device and sheath came out of the artery at this point. The balloon was deflated and the device was removed. The patient was converted to 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. The review of the lhr (lot f1234103) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.